Manufacturer narrative:
G1. Manufacturer site email and g1. Manufacturer site phone were updated with the most recent contact information. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Section h3. Has been updated. A manufacturing record evaluation (mre) was performed for the finished device number 00001998 and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. Vizigo¿ was used for ablation catheter. There was reverse blood when the sheath was replaced after the end of pulmonary vein isolation (pvi) and superior vena cava (svc) ablation. Timing when complaints occurred was after 2 hours after use. Vizigo¿ sheath was used as is and the procedure was completed. At post-procedure hearing, the physician said that had been continuously experiencing reverse blood flow (since about two years before the start of use vizigo¿ sheath). The physician said there was almost always reverse blood when reinserted after removing the ablation catheter. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No available picture. The sheath was being used on the patient. Air did not enter the patient¿s body. A very small amount of blood was returned. Reverse bleeding from the hemostasis valve occurred. It was unknown that there was an obvious damage on hemostatic valve. There was no patient consequence. The hemostatic valve leak issue is MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Incorrect lot number provided in manufacturing record evaluation statement. Correct statement is as follows: a manufacturing record evaluation was performed for the finished device 50000166 number, and no non-conformances related to the complaint was found during the review.